Manufacturer narrative:
The target lesion for the index procedure was the proximal lad. The lesion was reported to be: restenotic, type b2, 80% occluded, 3.2mm in diameter, 8mm in length, moderately tortuous, concentric and with little or no calcification or thrombus present. The lesion was pre-dilated with a 3.5 x 15 mm balloon at 12 atm. The cypher 3.5 x 13 mm stent was implanted at 12 atm. The stent was post-dilated due to under-expansion with a 4.0 x 12 mm balloon at 16 atm. A satisfactory result was obtained. The residual stenosis was 0%. The flow pre and post-procedure was timi3. An adverse event (ae) of angina pectoris was reported post-procedure. The event severity was reported to be moderate and the event was not a serious ae (sae). The event was reported to be unrelated to the study device and probably related to the study procedure. The event outcome was reported to be complete and was resolved without sequel. The cardiac enzymes were noted to be elevated post-procedure. The patient was discharged five (5) days after the procedure. A follow-up phone contact with the patient at the one-month period revealed the patient was asymptomatic. Please note the device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. The clinical impression has been amended to reflect new or corrected information. A female with a history of hypertension, hyperlipidemia, allergies, pvd and a family history of cad experienced a restenosis and elevated cardiac enzymes post cypher stent implantation. The reason for the patient's initial admission was not reported; but an angiogram revealed a lesion in her proximal lad. This patient's advanced age, gender and medical history put her at increased risk for mace. The pre or intra procedural administration of asa, plavix, heparin and gpiibiiia and the performance or recording of acts was not reported. No vessel and/or lesion characteristics were provided. The lesion was pre-dilated prior to the placement of a cypher stent of unknown size at a maximum inflation pressure of 14atm. The post procedural adminstration of asa or plavix was not reported. Attempts to obtain further information regarding this procedure have been unsuccessful. Eighteen days after the index procedure, the patient experienced unstable angina. A repeat elective angiogram revealed an lvef of more than 50% and an isr of the previously implanted cypher stent. From the report, there was no evidence of thrombosis in any vessel. In addition, disease was identified in another identified vessel. Pre procedural medications included asa and plavix; while intra procedural medications included asa, plavix, unfractionated heparin and low molecular weight heparin. The patient did not receive a gpiibiiia and the performance or recording of acts was not reported. The proximal lad lesion was described as restenotic, type b2, 80% occluded, 3.2mm in diameter, 8mm in length, moderately tortuous, concentric and with little or no calcification or thrombus present. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.50x13mm cypher stent at a maximum inflation pressure of 12atm. The stent was then post-dilated with a resultant timi flow of 3 and a residual stenosis of 0%. The patient was discharged from the cath lab on medications that included asa, plavix and unfractionated heparin/low molecular weight heparin. Within six to twenty four hours of this procedure, the patient experienced angina and developed elevated cardiac enzymes that were five or more times above the upper normal levels. The patient was discharged from the hospital five days after this second procedure on medications that included asa (permanently), plavix ( for one month) and unfractionated heparin/low molecular weight heparin. One and a half months after the index procedure, the patient was asymptomatic at this study-driven follow-up visit. The products remain implanted in the patient and are thus, not available for evaluation. A DHR review of the initial cypher stent could not be performed since the lot number was not provided. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. There are patient and vessel factors that may have contributed to these events. This is one of two product used for the same patient. Please reference MFR: 3003742446-2007-00346 and 9616099-2007-01673. Please note that this is the initial/final report for this product.

Event description:
The report received from the database indicated that the pt was found to have two-vessel (2) disease and one (1) lesion was treated during the index procedure. A staged procedure was not planned. The indication for the index procedure was unstable angina. A cypher select plus 3.5x 13 mm stent was implanted at 12 atm without any complication or device deviation in the proximal left anterior descending (lad) coronary artery. The stent was placed to treat a reported proliferative in-stent-restenosis (isr) and beyond of a previously implanted unk cypher stent that was implanted approx one (1) year earlier. No additional information was available regarding this procedure.